Manufacturer narrative:
The insulin pump alarmed during the excessive no delivery test alarm test due to a faulty force sensor resistor. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed constantly for no delivery. The insulin pump was not bumped or dropped or exposed to a strong magnetic field. The blood glucose reading was 10.8 mmol/l. Nothing further was reported.